Event description:
Technical services(tss) spoke with patient. They were frustrated that their handset did not show up today even though it was requested for saturday delivery. Pt indicates that are getting some over stim and are uncomfortable but because they don't have access to their handset, they're unable to make any changes to their stimulation.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting a physical shock from their stimulation and patient didn't provide event date. Patient stated they turned their stimulation up to get some relief and now they couldn't turn the stimulation down because they couldn't charge the handset and the handset wouldn't turn on. During the call there were no damages on the handset cord and only the handset cord was plugged into the adapter. Patient plugged the adapter into multiple outlets but the issue didn't resolve. Patient did a force restart and reboot of the handset but the issue did not resolve. Agent sent request to repair to replace the handset. They were frustrated that their handset did not show up today even though it was requested for saturday delivery.patient indicates that are getting some overstim and are uncomfortable but because they don't have access to their handset, they're unable to make any changes to their stimulation.